Event description:
According to the reporter, during total gastrectomy procedure, the device partially fired and had poor staple formation where the staples did not close at all. When surgeon tried to open the device, it was difficult. Surgeon removed more of the esophagus than expected while removing the anvil from the patient. There was a little bleeding noted because of the tissue damage that occurred after removal of the device. To complete the procedure, the surgeon had to manually suture the affected site.